Manufacturer narrative:
(B)(4). Eval results and conclusions: balloon potentially damaged when resistance felt while crossing the lesion. Eval summary: the coiled device was returned inside the product shelf carton. The device was returned inside a guide catheter and introducer. A clear liquid along with blood residue was present in the inflation lumen and the balloon. The stent had moved distally covering the distal marker band. The first 3 distal stent segments were partially inflated. The first 6 proximal stent segments were bunched. The balloon folds were open on the proximal section of the balloon. No further damage noted. The balloon was inflated and a hole was located just proximal to the distal marker band.

Event description:
An attempt was made to deploy an endeavor sprint rx stent diameter 3mm length 15mm to treat a lesion at the bifurcation of the lmt and lcx. It was reported that there was no calcification present. Device was inspected prior to use and negative prep was performed. No issues were noted. Lesion was predilated but resistance was noted while crossing the lesion. Post-dilatation was attempted but only about 3mm of the proximal portion of the balloon inflated and the distal portion was not inflated. At the same time, contrast media possibly from inside the balloon was observed flowing towards the peripheral vessel. Withdrawal of the device was attempted with difficulty. When the physician tried to inflate the balloon with saline the distal portion of the balloon was inflated. No health hazard was caused to the pt. No additional clinical sequelae were reported.